Event description:
Patient reported "breast asymmetry. Examination revealed a contracture of the connective tissue capsule around the implant. Breast injuries denied. [¿] an area of deformity appeared in the upper pole of the left breast. [¿] ". Upon further review by abbvie medical safety, capsular contracture¿ is not reportable

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported left rupture and capsular contracture baker grade unknown. The device was explanted and replaced.